Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported the tip of the pituitary was broken during an unspecified spinal surgery. No complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The superior shaft is broken off at the centerline of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.